Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tripped wall outlet circuit breaker. The field service engineer mentioned that customer had an issue with the pas not powering on, and the external battery was also off. Upon checking, the customer identified that the problem was due to a circuit breaker on the wall outlet side, which was a facilities-related issue. The station was restored and is now operational. The system functioned as intended after the field service engineer investigated the device. E1: facility name: (B)(6) hospital.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device had no power. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.